Event description:
The account alleges that smoke was observed coming from the mattress of the device, caused by exposed wired at the left head siderail cable. No injuries were reported.

Manufacturer narrative:
The account determined that no repair will be performed on this device. The device will be removed from service and scrapped. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.